Event description:
There was an allegation of questionable glucose hk gen.3 results for 1 patient sample on a cobas 8000 c702 module. The initial result was 0.2 mg/dl, and the repeated result was 76 mg/dl.

Manufacturer narrative:
The reagent lot number is 89596701 with an expiration date of 31-oct-2026. The field service representative performed checks and tests with acceptable results. The investigation is ongoing.